Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage. The lesion being treated was 100% stenosed with calcification in an "average" tortuous rca (right coronary artery). The lesion was predilated with a 2.25x20mm maverick balloon and a 3.0x20mm maverick balloon. A 3.5x32mm taxus express2 drug eluting stent was implanted at the mid rca and another manufacturer's 3.5x33mm drug eluting stent was implanted at the proximal rca. The physician then attempted to implant this 3.5x16mm taxus express2 drug eluting stent in the distal rca but it was caught on the other manufacturer's drug eluting stent and could not cross. Two wires were used but it could not still cross. The stent was withdrawn with the guide catheter. The patient status following this event was reported as "good".

Manufacturer narrative:
Following detailed device analysis stent damage was found. Visual and microscopic examinations of the returned device revealed proximal and distal stent damage. The proximal end stent struts were severely misaligned, the proximal end of the stent was jammed up against the guide catheter. Visual examination of the distal end of the stent revealed that the struts were slightly flared outwardly. It is advised in the taxus express2 directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and, or applying excessive force during withdrawal can potentially result in device damage. A review of the shop floor paperwork for this particular batch and sub assembly batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause for this complaint may be caused by the other device.